Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air/water tube and jet-tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus could not identify the whitish foreign material. There was no physical damage at location where the foreign material remained. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that user handling may have contributed to the channel contamination. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk the foreign material would remain in the channel even if the reprocessing was conducted in accordance with the IFU. Simethicone and petroleum/oil/silicone ¿ based lubricants are non ¿ water soluble and thus not recommended for use by olympus. Olympus does not recommend the use of simethicone and the instructions for use state: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ the events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance for this device.